Event description:
It was reported that the patient presented to the emergency room due to syncope. Interrogation revealed that the right ventricular (rv) lead was under sensing and failing to capture. During the revision procedure, the rv lead was found to be dislodged. The rv lead was explanted and successfully replaced. The patient remained stable.